Event description:
It was reported that during implant the implantable cardiac monitor (icm) could not obtain r-wave amplitude that was acceptable. The device was re-positioned and it still did not have readings. The device was replaced. No patient complications have been reported as a result of this event.